Event description:
It was reported that fathom wire broke and had to be snared. The target lesion was in the mildly tortuous right hepatic artery. A 180x25cm fathom -16 guidewire was selected for use. When this device was removed from a non-boston scientific microcatheter it got broken and was briefly snared but failed. So, the device fragment was snared two days later during the y-90 treatment procedure. The procedure was completed with another of the same device. No patient complications or health issues reported.